Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged the following: patient was found unresponsive and was taken to the ER where she was admitted for an unspecified low blood glucose (bg). Patient was admitted for overnight stay and was treated with IV fluids, glucagon, and IV glucose. Patient also had an ultrasound. Reporter was unable to troubleshoot pump, but patient remains on pump therapy. This complaint is being reported as the pump could not be ruled out as a cause/contributor to the hypoglycemic event.